Event description:
The pt developed an infection at the implant site. The pt had a small pointing abscess to post-auric wound. On (B)(6) 2013, the pt was admitted to the hospital. The pt was placed on IV vancomycin and the device was explanted. The pt was released from the hospital on (B)(6) and prescribed cloxacillin. Re-implantation will be considered at a later date.